Event description:
It was reported that an ilet user experienced prolonged hyperglycemia while performing cartridge-only changes and priming while still connected to the body, routinely delivering approximately 0.6¿0.7 units during fill tubing and leaving a steel contact detach infusion set in place for 3¿4 days despite the set requiring replacement every 2 days, which constituted an improper procedure involving the tubing component. Symptoms included hyperglycemia with highest readings reported above 401 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to priming while connected and overuse of the steel infusion set, and an improper or incorrect method involving the tube component; the user received troubleshooting and education on disconnecting before priming and replacing the infusion set every 2 days. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.